Manufacturer narrative:
Lot number: this is a summary report for lot numbers 17n029, 18b048, 17j017. For 3 of the 4 reported events, the devices were received for evaluation. The three returned devices were labeled for single use. A visual inspection on the first two returned units showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the two samples, and the flow rate of the devices was found to be in specification. The reported condition was not verified for these two samples. The third device has been received and the evaluation is in progress. A batch review was conducted for lot numbers 17n029 and 17j017 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four small volume folfusors did not flow. Of the four events, 2 did not involve a patient, and 2 involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information: one (1) single use device was received for evaluation. A visual inspection was performed and it was noted that there was no flow out of the luer when the luer cap was removed. A microscopic inspection of the luer showed that air bubbles were blocking the fluid path inside the lumen of the glass capillary, causing the flow issue. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted for lot number 18b048 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.